Event description:
Received info from several physicians complaining when they use the quad lead and are removing the needle after lead placement, that the needle gets "hung up". If they were not aware of this, the lead could in theory be pulled out of position. One physician complains that when doing a tripole he has to use boots and ties for the extension.

Manufacturer narrative:
(B)(4).